Event description:
It was reported that the absolute stent was implanted in the iliac and during post dilatation of the stent with an agiltrac balloon catheter, a perforation occurred and it is not clear which device caused it. The pt was sent to surgery, where there were further complications. The pt was stabilized and sent to ICU. However, the next day the pt had an occlusion of a bypass graft and was again taken to surgery. The surgery was successful and the pt was again taken to ICU in a stabilized condition. Over the next three days the pt developed other complications and was put on life support. Three days later, the pt died.